Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abdominal pain ("severe abdominal pain/ pain abdominal/ abdominal pain (mild to severe)") and genital haemorrhage ("severe heavy bleeding with clotting/ abnormal bleeding") in a female patient who had essure (batch no. 641436) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine, gravida I, parity 1 in 2006, hypertension, uterine myoma, bleeding menstrual heavy, sinusitis, scoliosis, temporomandibular joint surgery, laparotomy and gestational hypertension. Previously administered products included for birth control: depo-provera from (B)(6) 2009 to (B)(6) 2009 and depo-provera from 2003 to 2005; for endometriosis: depo-provera from 2003 to 2005; for an unreported indication: labetalol and oral contraceptives. Concurrent conditions included obesity, mood swings, anger, tearfulness, thought disorder, depression, mood altered, irritable, anxious mood, abnormal behavior, shortness of breath, hyperlipidemia, latex allergy, sulfonamide allergy and drug allergy. Family history included hypertension (genetic propensitive). Concomitant products included analgesic comb, antipsychotics, midol [caffeine,mepyramine maleate,paracetamol] and pamprin. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced back pain ("back pain/pain back (mild to severe)"), dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)/ pain during intercourse (mild to severe)"), the first episode of migraine ("migraines once a month during menstrual cycle / one continuous migraine for all 7 days of her menstrual cycle"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), headache ("headaches (mild to severe)"), the second episode of migraine ("migraines") and weight increased ("weight gain"). In 2011, the patient experienced abdominal pain upper ("stomach cramps"). In 2013, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), bipolar disorder ("depression/ depression, bipolar"), weight fluctuation ("weight fluctuation"), dysmenorrhoea ("dysmenorrhea (cramping)"), endometriosis ("endometriosis") and uterine leiomyoma ("fibroids"). The patient was treated with ibuprofen, surgery (on (B)(6) 2015 hysterectomy with bilateral salpingectomy - with r oophorectomy was performed) and surgery (robotic assisted vaginal hysterectomy with right salpingo-oophorectomy and left salpingectomy.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, headache, the last episode of migraine, dysmenorrhoea, weight increased, abdominal pain upper, endometriosis and uterine leiomyoma outcome was unknown and the abdominal pain, genital haemorrhage, back pain, bipolar disorder, fatigue, weight fluctuation and dyspareunia had resolved. The reporter considered abdominal pain, abdominal pain upper, back pain, bipolar disorder, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, headache, menorrhagia, pelvic pain, uterine leiomyoma, vaginal haemorrhage, weight fluctuation, weight increased, the first episode of migraine and the second episode of migraine to be related to essure. The reporter commented: 2 springs on the right, 2 springs on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. (B)(6) 2007 sonographic evaluation the pelvis : impression: myomatous uterus. (B)(6) 2009 hysterosalpingogram (hsg) confirmed total bilateral occlusion (everything was working, device was in place). (B)(6) 2009 pelvic ultrasound : 19 mm posterior fundal fibroid. (B)(6) 2014 ultrasound of the pelvis : several small fibroids seen the largest measuring 1.1x1.0 cm the left ovary is not seen. (B)(6) 2014 an ultrasound of the pelvis : several uterine fibroids, small 1 cm each, left overy not seen, endometrial thickness was 3mm (B)(6) 2015 CT abdomen and pelvis with and without contrast : sclerosis of the lumber spine, uterine fibroid, mild diffused fatty infiltration of the liver, previous cholecystectomy (B)(6) 2015 chest pre op 2 view : moderate midthoracic scoliosis convex to the right (B)(6) 2015 tissue additional finding : the right and left fallopian tubes are ragged with adhesion and 5.8 cm and 5.0 cm, respectively. The left tube is also tortuous. The right ovary s roughened and disrupted, 3.1 x2.5x1.3 cm and has unremarkable cut surface. At the cornua, leading into the fallopian tubes are thin pieces of coiled wire. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and genital haemorrhage ("severe heavy bleeding with clotting") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine. On (B)(6) 2009, the patient started essure. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), depression ("depression"), fatigue ("fatigue"), weight fluctuation ("weight fluctuation"), dyspareunia ("pain during intercourse") and migraine ("migraines once a month during menstrual cycle / one continuous migraine for all 7 days of her menstrual cycle"). The patient was treated with ibuprofen and surgery (hysterectomy and removal of essure coils on (B)(6) 2015). Essure was withdrawn. At the time of the report, the abdominal pain, genital haemorrhage, back pain, depression, fatigue, weight fluctuation, dyspareunia and migraine had resolved. The reporter considered abdominal pain, genital haemorrhage, back pain, depression, fatigue, weight fluctuation, dyspareunia and migraine to be related to essure. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe abdominal pain. This event is anticipated in the reference safety information for essure. Coils were removed abdominal pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. This case was regarded as incident since intervention was required (device removal with hysterectomy). Other nonserious events were reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and abdominal pain ('severe abdominal pain/ pain abdominal/ abdominal pain (mild to severe)') in an adult female patient who had essure (batch no. 641436) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 1 in 2006, migraine, gravida I, hypertension, uterine myoma, bleeding menstrual heavy, sinusitis, scoliosis, temporomandibular joint surgery, laparotomy, gestational hypertension, endometriosis, glucose intolerance, rectal bleeding, uterine fibroids and bipolar disorder. She denies nausea, vomiting, diarrhea, or urinary symptoms. Previously administered products included for birth control: depo-provera from (B)(6) 2009 and depo-provera from 2003 to 2005; for endometriosis: depo-provera from 2003 to 2005; for an unreported indication: labetalol and oral contraceptives. Concurrent conditions included obesity, mood swings, anger, tearfulness, thought disorder, depression, mood altered, irritable, anxious mood, abnormal behavior, shortness of breath, hyperlipidemia, latex allergy, sulfonamide allergy and drug allergy. Family history included hypertension (genetic propensitive). Concomitant products included antipsychotics, atropa belladonna extract;caffeine citrate;codeine phosphate;phenacetin;phenazone;phenobarbital (analgesic comb), mepyramine maleate;pamabrom;paracetamol (pamprin) and midol. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2010, the patient experienced dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)/ pain during intercourse (mild to severe)"), headache ("headaches (mild to severe)") and migraine ("migraines") and was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced back pain ("back pain/pain back (mild to severe)") and menstrual migraine ("migraines once a month during menstrual cycle / one continuous migraine for all 7 days of her menstrual cycle"). In 2011, the patient experienced abdominal pain upper ("stomach cramps"). In (B)(6) 2011, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("severe heavy bleeding with clotting/ abnormal bleeding"), bipolar disorder ("depression/ depression, bipolar"), weight fluctuation ("weight fluctuation"), dysmenorrhoea ("dysmenorrhea (cramping)"), endometriosis ("endometriosis") and depression ("depression") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with ibuprofen and surgery (on (B)(6) 2015 hysterectomy with bilateral salpingectomy - with oophorectomy was performed and robotic assisted vaginal hysterectomy with right salpingo-oophorectomy and left salpingectomy.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, genital haemorrhage, back pain, bipolar disorder, fatigue, weight fluctuation, dyspareunia, menstrual migraine, vaginal haemorrhage, menorrhagia, dysmenorrhoea and abdominal pain upper had resolved and the headache, migraine, weight increased, endometriosis, uterine leiomyoma and depression outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, back pain, bipolar disorder, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, uterine leiomyoma, vaginal haemorrhage, weight fluctuation, weight increased and menstrual migraine to be related to essure. The reporter commented: 2 springs on the right, 2 springs on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. On (B)(6) 2007: sonographic evaluation the pelvis : impression: myomatous uterus. On (B)(6) 2009: hysterosalpingogram (hsg) confirmed total bilateral occlusion (everything was working, device was in place). On (B)(6) 2009: pelvic ultrasound : 19 mm posterior fundal fibroid. On (B)(6) 2014: ultrasound of the pelvis : several small fibroids seen the largest measuring 1.1x1.0 cm the left ovary is not seen. On (B)(6) 2014: an ultrasound of the pelvis : several uterine fibroids, small 1 cm each, left ovary not seen, endometrial thickness was 3mm. On (B)(6) 2015: CT abdomen and pelvis with and without contrast : sclerosis of the lumber spine, uterine fibroid, mild diffused fatty infiltration of the liver, previous cholecystectomy on (B)(6) 2015: chest pre op 2 view : moderate midthoracic scoliosis convex to the right on (B)(6) 2015: tissue additional finding : the right and left fallopian tubes are ragged with adhesion and 5.8 cm and 5.0 cm, respectively. The left tube is also tortuous. The right ovary s roughened and disrupted, 3.1 x2.5x1.3 cm and has unremarkable cut surface. At the cornua, leading into the fallopian tubes are thin pieces of coiled wire. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-apr-2020: information received via plaintiff fact sheet. Patient recovered from all pain shortly after recovery from surgery and also from cramping and abnormal bleeding immediately after surgery. Event outcome updated. New event added: depression. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abdominal pain ("severe abdominal pain/ pain abdominal/ abdominal pain (mild to severe)") and genital haemorrhage ("severe heavy bleeding with clotting/ abnormal bleeding") in a female patient who had essure (batch no. 641436) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine, gravida I, parity 1 on (B)(6) 2006, hypertension, uterine myoma, bleeding menstrual heavy, sinusitis, scoliosis, temporomandibular joint surgery, laparotomy and gestational hypertension. Previously administered products included for birth control: depo-provera from (B)(6) 2009 to (B)(6) 2009 and depo-provera from 2003 to 2005; for endometriosis: depo-provera from 2003 to 2005; for an unreported indication: labetalol and oral contraceptives. Concurrent conditions included obesity, mood swings, anger, tearfulness, thought disorder, depression, mood altered, irritable, anxious mood, abnormal behavior, shortness of breath, hyperlipidemia, allergy, sulfonamide allergy and drug allergy. Family history included hypertension (genetic propensitive). Concomitant products included analgesic comb, antipsychotics, midol [acetylsalicylic acid,caffeine,cinnamedrine,phenacetin] and pamprin. On (B)(6) 2009, the patient had essure inserted.in 2008, the patient experienced bipolar disorder ("depression/ depression, bipolar"). In 2010, the patient experienced back pain ("back pain/pain back (mild to severe)"), dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)/ pain during intercourse (mild to severe)"), the first episode of migraine ("migraines once a month during menstrual cycle / one continuous migraine for all 7 days of her menstrual cycle"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), headache ("headaches (mild to severe)"), the second episode of migraine ("migraines") and weight increased ("weight gain"). In 2011, the patient experienced abdominal pain upper ("stomach cramps"). In 2013, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), weight fluctuation ("weight fluctuation"), dysmenorrhoea ("dysmenorrhea (cramping)"), endometriosis ("endometriosis") and uterine leiomyoma ("fibroids"). The patient was treated with ibuprofen, surgery (on (B)(6) 2015 hysterectomy with bilateral salpingectomy - with r oophorectomy was performed) and surgery (robotic assisted vaginal hysterectomy with right salpingo-oophorectomy and left salpingectomy.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, headache, the last episode of migraine, dysmenorrhoea, weight increased, abdominal pain upper, endometriosis and uterine leiomyoma outcome was unknown and the abdominal pain, genital haemorrhage, back pain, bipolar disorder, fatigue, weight fluctuation and dyspareunia had resolved. The reporter considered abdominal pain, abdominal pain upper, back pain, bipolar disorder, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, headache, menorrhagia, pelvic pain, uterine leiomyoma, vaginal haemorrhage, weight fluctuation, weight increased, the first episode of migraine and the second episode of migraine to be related to essure. The reporter commented: 2 springs on the right, 2 springs on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion . (B)(6) 2007 sonographic evaluation the pelvis : impression: myomatous uterus. (B)(6) 2009 hysterosalpingogram (hsg) confirmed total bilateral occlusion (everything was working, device was in place). (B)(6) 2009 pelvic ultrasound : 19 mm posterior fundal fibroid. (B)(6) 2014 ultrasound of the pelvis : several small fibroids seen the largest measuring 1.1x1.0 cm the left ovary is not seen. (B)(6) 2014 an ultrasound of the pelvis : several uterine fibroids, small 1 cm each, left overy not seen, endometrial thickness was 3mm (B)(6) 2015 CT abdomen and pelvis with and without contrast : sclerosis of the lumber spine, uterine fibroid, mild diffused fatty infiltration of the liver, previous cholecystectomy (B)(6) 2015 chest pre op 2 view : moderate midthoracic scoliosis convex to the right (B)(6) 2015 tissue additional finding : the right and left fallopian tubes are ragged with adhesion and 5.8 cm and 5.0 cm, respectively. The left tube is also tortuous. The right ovary s roughened and disrupted, 3.1 x2.5x1.3 cm and has unremarkable cut surface. At the cornua, leading into the fallopian tubes are thin pieces of coiled wire. Quality-safety evaluation of ptc: ptc global number (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 14-feb-2018: follow up from pfs and m.r.-new reporters added. Case classification updated to medically confirmed case. Patients demographics added. Historical and concomitant conditions added. Lab data added. New events added: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), headaches (mild to severe), dysmenorrhea (cramping), pain, weight gain, stomach cramps, endometriosis and fibroids.essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and abdominal pain ('severe abdominal pain/ pain abdominal/ abdominal pain (mild to severe)') in an adult female patient who had essure (batch no. 641436) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 1 in 2006, migraine, gravida I, hypertension, uterine myoma, bleeding menstrual heavy, sinusitis, scoliosis, temporomandibular joint surgery, laparotomy, gestational hypertension, endometriosis, glucose intolerance, rectal bleeding, uterine fibroids and bipolar disorder. She denies nausea, vomiting, diarrhea, or urinary symptoms. Previously administered products included for birth control: depo-provera from (B)(6) 2009 to (B)(6) 2009 and depo-provera from 2003 to 2005; for endometriosis: depo-provera from 2003 to 2005; for an unreported indication: labetalol and oral contraceptives. Concurrent conditions included obesity, mood swings, anger, tearfulness, thought disorder, depression, mood altered, irritable, anxious mood, abnormal behavior, shortness of breath, hyperlipidemia, latex allergy, sulfonamide allergy and drug allergy. Family history included hypertension (genetic propensitive). Concomitant products included antipsychotics, atropa belladonna extract;caffeine citrate;codeine phosphate;phenacetin;phenazone;phenobarbital (analgesic comb), mepyramine maleate;pamabrom;paracetamol (pamprin) and midol. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2010, the patient experienced dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)/ pain during intercourse (mild to severe)"), headache ("headaches (mild to severe)") and migraine ("migraines") and was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced back pain ("back pain/pain back (mild to severe)") and menstrual migraine ("migraines once a month during menstrual cycle / one continuous migraine for all 7 days of her menstrual cycle"). In 2011, the patient experienced abdominal pain upper ("stomach cramps"). In (B)(6) 2011, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("severe heavy bleeding with clotting/ abnormal bleeding"), bipolar disorder ("depression/ depression, bipolar"), weight fluctuation ("weight fluctuation"), dysmenorrhoea ("dysmenorrhea (cramping)"), endometriosis ("endometriosis") and depression ("depression") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with ibuprofen and surgery (on (B)(6) 2015 hysterectomy with bilateral salpingectomy - with r oophorectomy was performed and robotic assisted vaginal hysterectomy with right salpingo-oophorectomy and left salpingectomy.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, genital haemorrhage, back pain, bipolar disorder, fatigue, weight fluctuation, dyspareunia, menstrual migraine, vaginal haemorrhage, menorrhagia, dysmenorrhoea and abdominal pain upper had resolved and the headache, migraine, weight increased, endometriosis, uterine leiomyoma and depression outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, back pain, bipolar disorder, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, uterine leiomyoma, vaginal haemorrhage, weight fluctuation, weight increased and menstrual migraine to be related to essure. The reporter commented: 2 springs on the right, 2 springs on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. (B)(6) 2007: sonographic evaluation the pelvis : impression: myomatous uterus. (B)(6) 2009: hysterosalpingogram (hsg) confirmed total bilateral occlusion (everything was working, device was in place). (B)(6) 2009: pelvic ultrasound : 19 mm posterior fundal fibroid. (B)(6) 2014: ultrasound of the pelvis : several small fibroids seen the largest measuring 1.1x1.0 cm the left ovary is not seen. (B)(6) 2014 : an ultrasound of the pelvis : several uterine fibroids, small 1 cm each, left ovary not seen, endometrial thickness was 3mm (B)(6) 2015: CT abdomen and pelvis with and without contrast : sclerosis of the lumber spine, uterine fibroid, mild diffused fatty infiltration of the liver, previous cholecystectomy (B)(6) 2015: chest pre op 2 view : moderate midthoracic scoliosis convex to the right (B)(6) 2015: tissue additional finding : the right and left fallopian tubes are ragged with adhesion and 5.8 cm and 5.0 cm, respectively. The left tube is also tortuous. The right ovary s roughened and disrupted, 3.1 x2.5x1.3 cm and has unremarkable cut surface. At the cornua, leading into the fallopian tubes are thin pieces of coiled wire. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-apr-2020: information received via plaintiff fact sheet. Patient recovered from all pain shortly after recovery from surgery and also from cramping and abnormal bleeding immediately after surgery. Event outcome updated. New event added: depression. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and abdominal pain ('severe abdominal pain/ pain abdominal/ abdominal pain (mild to severe)') in an adult female patient who had essure (batch no. 641436) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 1 in 2006, migraine, gravida I, hypertension, uterine myoma, bleeding menstrual heavy, sinusitis, scoliosis, temporomandibular joint surgery, laparotomy, gestational hypertension, endometriosis, glucose intolerance, rectal bleeding, uterine fibroids and bipolar disorder. She denies nausea, vomiting, diarrhea, or urinary symptoms. Previously administered products included for birth control: depo-provera from (B)(6)2009 and depo-provera from 2003 to 2005; for endometriosis: depo-provera from 2003 to 2005; for an unreported indication: labetalol and oral contraceptives. Concurrent conditions included obesity, mood swings, anger, tearfulness, thought disorder, depression, mood altered, irritable, anxious mood, abnormal behavior, shortness of breath, hyperlipidemia, latex allergy, sulfonamide allergy and drug allergy. Family history included hypertension (genetic propensitive). Concomitant products included antipsychotics, atropa belladonna extract;caffeine citrate;codeine phosphate;phenacetin;phenazone;phenobarbital (analgesic comb), mepyramine maleate;pamabrom;paracetamol (pamprin) and midol. On (B)(6)2009, the patient had essure inserted. In (B)(6)2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2010, the patient experienced dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)/ pain during intercourse (mild to severe)"), headache ("headaches (mild to severe)") and migraine ("migraines") and was found to have weight increased ("weight gain"). In (B)(6)2010, the patient experienced back pain ("back pain/pain back (mild to severe)") and menstrual migraine ("migraines once a month during menstrual cycle / one continuous migraine for all 7 days of her menstrual cycle"). In 2011, the patient experienced abdominal pain upper ("stomach cramps"). In (B)(6)2011, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). In (B)(6)2013, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("severe heavy bleeding with clotting/ abnormal bleeding"), bipolar disorder ("depression/ depression, bipolar"), weight fluctuation ("weight fluctuation"), dysmenorrhoea ("dysmenorrhea (cramping)"), endometriosis ("endometriosis") and depression ("depression") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with ibuprofen and surgery (on (B)(6)2015 hysterectomy with bilateral salpingectomy - with r oophorectomy was performed and robotic assisted vaginal hysterectomy with right salpingo-oophorectomy and left salpingectomy.). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, abdominal pain, genital haemorrhage, back pain, bipolar disorder, fatigue, weight fluctuation, dyspareunia, menstrual migraine, vaginal haemorrhage, menorrhagia, dysmenorrhoea and abdominal pain upper had resolved and the headache, migraine, weight increased, endometriosis, uterine leiomyoma and depression outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, back pain, bipolar disorder, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, uterine leiomyoma, vaginal haemorrhage, weight fluctuation, weight increased and menstrual migraine to be related to essure. The reporter commented: 2 springs on the right, 2 springs on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.1 kg/sqm. Hysterosalpingogram - on (B)(6)2009: results: total bilateral occlusion. On (B)(6)2007: sonographic evaluation the pelvis : impression: myomatous uterus. On (B)(6)2009: hysterosalpingogram (hsg) confirmed total bilateral occlusion (everything was working, device was in place). On (B)(6)2009: pelvic ultrasound : 19 mm posterior fundal fibroid. On (B)(6)2014: ultrasound of the pelvis : several small fibroids seen the largest measuring 1.1x1.0 cm the left ovary is not seen. On (B)(6)2014: an ultrasound of the pelvis : several uterine fibroids, small 1 cm each, left overy not seen, endometrial thickness was 3mm. On (B)(6)2015: CT abdomen and pelvis with and without contrast : sclerosis of the lumber spine, uterine fibroid, mild diffused fatty infiltration of the liver, previous cholecystectomy. On (B)(6)2015: chest pre op 2 view : moderate midthoracic scoliosis convex to the right. On (B)(6)2015: tissue additional finding : the right and left fallopian tubes are ragged with adhesion and 5.8 cm and 5.0 cm, respectively. The left tube is also tortuous. The right ovary s roughened and disrupted, 3.1 x2.5x1.3 cm and has unremarkable cut surface. At the cornua, leading into the fallopian tubes are thin pieces of coiled wire. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-apr-2020: information received via plaintiff fact sheet. Patient recovered from all pain shortly after recovery from surgery and also from cramping and abnormal bleeding immediately after surgery. Event outcome updated. New event added: depression. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and abdominal pain ('severe abdominal pain/ pain abdominal/ abdominal pain (mild to severe)') in an adult female patient who had essure (batch no. 641436) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 1 in 2006, migraine, gravida I, hypertension, uterine myoma, bleeding menstrual heavy, sinusitis, scoliosis, temporomandibular joint surgery, laparotomy, gestational hypertension, endometriosis, glucose intolerance, rectal bleeding, uterine fibroids and bipolar disorder. She denies nausea, vomiting, diarrhea, or urinary symptoms. Previously administered products included for birth control: depo-provera from (B)(6) 2009 to (B)(6) 2009 and depo-provera from 2003 to 2005; for endometriosis: depo-provera from 2003 to 2005; for an unreported indication: labetalol and oral contraceptives. Concurrent conditions included obesity, mood swings, anger, tearfulness, thought disorder, depression, mood altered, irritable, anxious mood, abnormal behavior, shortness of breath, hyperlipidemia, latex allergy, sulfonamide allergy and drug allergy. Family history included hypertension (genetic propensitive). Concomitant products included antipsychotics, atropa belladonna extract;caffeine citrate;codeine phosphate;phenacetin;phenazone;phenobarbital (analgesic comb), mepyramine maleate;pamabrom;paracetamol (pamprin) and midol. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2010, the patient experienced dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)/ pain during intercourse (mild to severe)"), headache ("headaches (mild to severe)") and migraine ("migraines") and was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced back pain ("back pain/pain back (mild to severe)") and menstrual migraine ("migraines once a month during menstrual cycle / one continuous migraine for all 7 days of her menstrual cycle"). In 2011, the patient experienced abdominal pain upper ("stomach cramps"). In (B)(6) 2011, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("severe heavy bleeding with clotting/ abnormal bleeding"), bipolar disorder ("depression/ depression, bipolar"), weight fluctuation ("weight fluctuation"), dysmenorrhoea ("dysmenorrhea (cramping)"), endometriosis ("endometriosis") and depression ("depression") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with ibuprofen and surgery (on (B)(6) 2015 hysterectomy with bilateral salpingectomy - with r oophorectomy was performed and robotic assisted vaginal hysterectomy with right salpingo-oophorectomy and left salpingectomy.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, genital haemorrhage, back pain, bipolar disorder, fatigue, weight fluctuation, dyspareunia, menstrual migraine, vaginal haemorrhage, menorrhagia, dysmenorrhoea and abdominal pain upper had resolved and the headache, migraine, weight increased, endometriosis, uterine leiomyoma and depression outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, back pain, bipolar disorder, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, uterine leiomyoma, vaginal haemorrhage, weight fluctuation, weight increased and menstrual migraine to be related to essure. The reporter commented: 2 springs on the right, 2 springs on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. (B)(6) 2007 sonographic evaluation the pelvis : impression: myomatous uterus. (B)(6) 2009 hysterosalpingogram (hsg) confirmed total bilateral occlusion (everything was working, device was in place). (B)(6) 2009 pelvic ultrasound : 19 mm posterior fundal fibroid. (B)(6) 2014 ultrasound of the pelvis : several small fibroids seen the largest measuring 1.1x1.0 cm the left ovary is not seen. (B)(6) 2014 an ultrasound of the pelvis : several uterine fibroids, small 1 cm each, left overy not seen, endometrial thickness was 3mm (B)(6) 2015 CT abdomen and pelvis with and without contrast : sclerosis of the lumber spine, uterine fibroid, mild diffused fatty infiltration of the liver, previous cholecystectomy (B)(6) 2015 chest pre op 2 view : moderate midthoracic scoliosis convex to the right (B)(6) 2015 tissue additional finding : the right and left fallopian tubes are ragged with adhesion and 5.8 cm and 5.0 cm, respectively. The left tube is also tortuous. The right ovary s roughened and disrupted, 3.1 x2.5x1.3 cm and has unremarkable cut surface. At the cornua, leading into the fallopian tubes are thin pieces of coiled wire. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-apr-2020: information received via plaintiff fact sheet. Patient recovered from all pain shortly after recovery from surgery and also from cramping and abnormal bleeding immediately after surgery. Event outcome updated. New event added: depression. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: ptc global number (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 7-feb-2017: quality-safety evaluation of ptc received. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe abdominal pain. This event is anticipated in the reference safety information for essure. Coils were removed abdominal pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. This case was regarded as incident since intervention was required (device removal with hysterectomy). Other nonserious events were reported. A product quality defect could not be confirmed but is considered plausible. However the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.